Event description:
Emt's attended to a pt with an intrinsic heart rate of 30 beats per min. Pacing therapy was initiated at a rate of 90 bpm with the current set at 75 ma. Ring transport to the hosp, allegedly the unit gave a leads off alarm. The operator reportedly checked all appropriate connections and could find no reason for the alarm. The operator decided to abort pacing therapy after checking the pt and observing a self-sustained heart rhythm. The pt was transported and admitted into the hosp without further incident.